Event description:
It was reported that the device passed the pre-run test. When they went to coagulate tissue the device was not working; however, the device would cut. The customer used another like device to complete the case with no pt consequences.

Manufacturer narrative:
Info anticipated, but unavailable at this time.